Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient with felt syncopial while in the shower. Additional information was requested, however no additional information was obtained at this time. The device remains in-service. No additional adverse patient effects were reported.